Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Upon opening the right atrial (ra) lead packaging, the lead was found to be bent. The ra lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿the bending of lead was detected before the lead touches the patient¿. A complete lead was returned in one piece with the helix found partially extended with traces of blood. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.